Event description:
Correction: infection was discovered, and the pacemaker system was explanted due to the infection, and later replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pocket erosion. The pacemaker system was explanted and later replaced. The patient did not have any additional consequences and was in stable condition.